Manufacturer narrative:
A review of the manufacturing documentation associated with lot (17630561) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of the powerflex pro pta (4mm10cm 80) balloon catheter leaks upon inflation. There was no reported patient injury. The product will be returned for analysis.

Manufacturer narrative:
Event: additional information received indicates that the device was stored and handled per the instructions for use (IFU). There was no difficulty removing the stylet or any of the sterile packaging components. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. The device was prepped according to instructions for use (IFU). The device was prep normally. There were no anomalies noted during or after the device was prepped. The contrast to saline ratio was 50:50. The same indeflator was used successfully with other devices. There was no difficulty tracking the catheter through the vessel or lesion. The catheter was not torqued against resistance. There were no kink/bent noted after device was removed from patient. There was no unusual force used at any time during the procedure. The product was removed intact (in one piece) from the patient. There is no procedural film/cd available for review. As reported, the balloon of the powerflex pro pta (4mm10cm 80) balloon catheter leaks upon inflation. There was no reported patient injury. The device was stored and handled per the instructions for use (IFU). There was no difficulty removing the stylet or any of the sterile packaging components. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. The device was prepped according to instructions for use (IFU). The device was prep normally. There were no anomalies noted during or after the device was prepped. The contrast to saline ratio was 50:50. The same indeflator was used successfully with other devices. There was no difficulty tracking the catheter through the vessel or lesion. The catheter was not torqued against resistance. There were no kink/bent noted after device was removed from patient. There was no unusual force used at any time during the procedure. The product was removed intact (in one piece) from the patient. One non-sterile powerflex pro 4mm10cm 80 was received coiled inside a plastic bag. The balloon was already inflated. No other anomalies were observed in unit received. Pressurized water was applied to the catheter using an indeflator (lab sample), and no leakage was observed in the balloon. A device history record (DHR) review of lot 17630561 revealed no anomalies or non-conformance during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon leakage¿ was not confirmed through analysis since the device passed functional testing. The cause of the balloon leakage reported experienced by the customer could not be conclusively determined during the analysis. Based on the limited information available for review, concomitant device factors and handling factors likely contributed to the leakage experienced by the customer since the device had no leakage noted during analysis. According to the instructions for use, which is not intended as a mitigation, ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. Attach a 3-way stopcock to the inflation port, which is marked ¿balloon¿. Attach a partially filled syringe with heparinized saline to the stopcock, open the stopcock to the balloon and induce negative pressure. Hold the syringe and proximal end of the catheter above the distal end of the catheter, and hold the balloon vertically with the balloon tip pointing down. While maintaining negative pressure close the stopcock to the inflation port. Remove the syringe and purge the air. To ensure air contained in the balloon and inflation lumen is removed, apply negative pressure twice as instructed.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.